Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed several reboots on the reported complaint date. Evaluation revealed a cracked battery compartment between the display lens and the case seal. The pump was found to fail a leak test due a case seal leak. The pump cover was removed and moisture and corrosion was found inside the display screen, power circuit, and keypad flex. Unrelated to the complaint, the keypad buttons were found to be unresponsive and moisture was found on the display was the screen and found to be blurry. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.